Manufacturer narrative:
Method - analysis of programming history.

Event description:
It was initially reported by the company representative that he was present at the physician's office for the patient's appointment. When he interrogated the device, he noticed that the patient's off time was 60 minutes instead of 5 minutes. Patient has been doing great and has no symptoms. It was informed to the company representative that the reason this could have been was likely related to a faulted system test that might have occurred and changed the settings which was unnoticed until now. Programming history for the patient was received and it was noticed that a faulted system test on (B)(6) 2008 caused the output current to reset and the off time to change to 60 minutes. Final interrogation was performed after the faulted test and the output current was changed back to intended dosage, but the off time was unnoticed and the patient left the office with unintended settings. Company representative now corrected the off time back to original time.